Manufacturer narrative:
(B)(4).

Event description:
The pump was determined to be flipped. The pt was taken to surgery. The pump was placed in a new tighter pocket with a dacron pouch and sutured into the pocket. The pt outcome was reported as "case went without incident". The device system was used to deliver morphine 50 mg/ml.